Event description:
It was originally reported that the 2.5 micro headless screw stripped at the last couple of turns with the driver preventing the screw from being advanced anymore. The screw could not be removed. Surgeon had to use wire cutters and power rasps to shave the screw down to be flush with bone. She was drilling bi-cortical and using the profile drill.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. Follow up information: it was reported during a bunion procedure the 2.5 headless screws strip the last couple of turns with the driver, preventing the screw from advancing anymore. The surgeon could not remove the screw, and had to use wire cutters and power rasps to shave the screw down to be flush with bone. He was drilling bi-cortical and using the profile drill. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. The most likely cause(s) of this type of event include preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, incorrect driver and screw combination, or applying excessive force to the screw during implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.